Event description:
Pump was tested several times using the final acceptance testing qualifications. The pump was not able to pass testing due to pneumatic leak rates. The logs were pulled and checked to verify the fault. While testing was taking place, it was noted that the pump was having a constant errors in regards disposable test set identification. The pump was disassembled to inspect the set ID assembly. No fluid ingress was observed and electrical connections appeared to be fully seated. The pump will have its valve assembly replaced along with having a new set ID/ bubble detector installed.

Event description:
Customer reported the following: "biomed called and said pump is alarming pump problem, also sent email that the red light is blinking. Waiting for biomed to power on pump to get logs and whether there was patient harm and if stopped an active infusion. (B)(6) 2023 - biomed reported no patient harm and no report of whether or not issue stopped active infusion." Preliminary evaluation of the device logs indicates that this is due to a common leak at the control startup check (pneumatic valve 4 leak failure). This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. Further information is needed to complete the investigation.